Event description:
On going health issues, due to having breast implants. Digestive, hormonal, physical, mental. I've been to several doctors and specialists, whom of which cannot explain the reasoning for my decline in my health. I've had CT scans of my abdomen, extensive bloodwork, medications, therapy. Nothing is helping. Not diet change and increased exercise. Due to my failing health, I cannot work. I had to close up my business. Ref report: mw5172085. Pt codes: 4491, 4430, 4495, 4581. Device code: 4001.